Event description:
It was reported that prior to an abdominal aortic aneurysm repair procedure, pre-close placement of the sutures was attempted of the common femoral artery using perclose proglide devices through a 7-french sized access site. Reportedly, during deployment of the first proglide device, a needle-to-cuff miss occurred. The device was removed over a guide wire and two additional proglide devices were attempted, but also resulted in a needle-to-cuff misses. The access site was upsized to an 18-french sized sheath, and after conclusion of the abdominal aortic aneurysm repair procedure, the access site was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the index procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed as analysis of the device indicated a failure of the suture to deploy due to the suture being prevented from releasing properly from the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The patient was reportedly morbidly obese with a deep tissue tract. The perclose proglide device instructions for use under the special patient populations section states that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations who are morbidly obese with a body mass index greater than (B)(4). The other perclose proglide devices are filed under separate medwatch manufacturer report numbers.